Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge¿ balloon catheter was selected for use and advanced to dilate the lesion. However, upon an unspecified number of inflation and on an unspecified pressure, the balloon ruptured. The device was completely removed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).